Event description:
Pacemaker system implanted in 2005. About 2 wks prior to 2006, pt was wrestling with grandchild and felt sharp pain in left parasternal area. He was seen in the clinic; pacer had intermittent ventricular noncapture, an output of 5v and a pulse width of 0.5 msec. X-ray showed no lead changes. Pt hospitalized where the lead was removed and a new lead placed.